Manufacturer narrative:
The devices have been returned to the factory and are being evaluated. A supplemental report will be submitted when the evaluations are completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, the distal insufflation would not work on two kits and the patient's leg had to be bridged. The tubing was checked and there was flow; however, the insufflator alarmed "occlusion" when the distal insufflation port was connected and the tunnel could not be maintained.